Event description:
It was reported that particulate was found.

Manufacturer narrative:
Two photos were received by our quality team for evaluation. Upon visual inspection, it was observed that there were orange specs and another showed a black spec; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the possible root cause for the black specs could be from when the material of plastic origin gets into contact with metal from the machines causing friction or heat source. For the orange specs, this failure mode is of foam origin not of foreign origin and it may be created as a byproduct of the ultrasonic welding process caused by the equipment. On 10.5 ml applicators, particles may be created on rare occasions during the ultrasonic welding of the foam tip onto the applicator body which makes the foam brittle and pieces flake off. However, without a physical sample a full investigation could not be performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found.